Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2009, a (B)(6) y/o, female patient with a bmi of 25.1 underwent implantation of a insert tibia logic ps sz3 9mm, serial # (B)(4). On (B)(6) 2018, approximately 104 months post implant, the patient underwent revision due to debris synovistis.

Manufacturer narrative:
(H2) this report is a duplicate of MFR# 1038671-2018-00495, 1038671-2018-00496, 1038671-2018-00497 and 1038671-2018-00498. Any subsequent information would be reported under those reports.